Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2007, remains implanted. Lv lead dropped from the 500s low 300s. Sensing also dropped. Didn't check thresholds . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).